Event description:
Rptr alleged he became hypoglycemic while on a cruise and neither his family nor the ship's nurse could get his advantage sys to power on for testing. Rptr stated the nurse used her sys, obtained a 43 mg/dl result on her device and treated him with glucose. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device, and replacement prod was sent.